Event description:
Pajunk epidural catheter trays with hub that becomes disconnected. The epidural catheter is left exposed to patient bed, and the distal tip has to be cut, and a new epidural kit has to be opened for a new hub to be replaced to be reconnected to pump.